Manufacturer narrative:
According to the report source at the user facility, the device was not believed to malfunction to cause the injury and therefore was not returned to the manufacturer for evaluation.

Event description:
It was reported that post colonoscopy, the patient complained of abdominal pain and was brought back to the hospital for evaluation. An abrasion was discovered near the patient's cecum; this area was clipped and the site of polyp removal was also clipped. According to the report, no tear or perforation was discovered, and there were no other related adverse consequences to the patient.